Event description:
A copy of the medwatch report from FDA was received, which states ¿IV pump was alarming with "communication error" message. Pump shut itself off and cleared all settings, including pca settings, which was administering hydromorphone. Removed defective pump and set up a new pump. New pump showed amount remaining in hydromorphone syringe. However, was not able to chart doses attempted, delivered and total delivered. No patient harm resulted. Pump sent to clinical engineering for investigation."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states ¿IV pump was alarming with "communication error" message. Pump shut itself off and cleared all settings, including pca settings, which was administering hydromorphone. Removed defective pump and set up a new pump. New pump showed amount remaining in hydromorphone syringe. However, was not able to chart doses attempted, delivered and total delivered. No patient harm resulted. Pump sent to clinical engineering for investigation.".

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an communication error (hydromorphone) was not determined because no products or device logs were returned.